Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed forty-five (45) critical battery alarms involving bat(B)(6) and bat(B)(6) logged between (B)(6)2024 at 22:58:05 and (B)(6) 2024 at 00:26:16. The critical battery alarms were due to the batteries depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, bat(B)(6) was connected to power port one (1) with 9% rsoc and bat(B)(6) was connected to power port two (2) with 23% rsoc. Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc; five (5) controller fault alarms were logged on (B)(6) 2024 starting at 00:25:52. Subsequently, review of the event log file revealed one (1) controller power-up event with an associated pump start event was logged on 02/dec/2024 at 01:23:37, indicating a loss of power to the controller. The controller was without power for forty-eight (48) minutes and thirty-eight (38) seconds. The controller can only store a m aximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. Further review of the event log file revealed one (1) motor start event logged on 02/dec/2024 at 01:23:41 in which motor start parameters were atypical. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power can be attributed to the batteries being allowed to deplete completely. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: b5. Desc evt problem. H6: device codes (fdd/annex a): the fdd code a141203 will be removed from this report as it is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller fault occurred due to the critical battery alarms.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 25-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) experienced a motor restart due to depleted batteries. The patient fell asleep while attached to the batteries without an ac power source. The batteries alarmed correctly for critical battery levels, and the vad stopped. Upon waking, the patient reconnected the power, and the motor restarted slightly above the normal range. It was also reported that the several critical battery alarms were followed by controller faults. A report was generated and shared with the site. No patient complications have been reported as a result of this event.